Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks or blockages. The IFU offers further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review was performed for the product and failure mode reported, there have been further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch keep showing canister full alarm despite the canister is not full and when they change to another new canister, the same issue occurs. They managed to use another canister then managed to resolve the issue. No injury or harm occurred to patient.